Event description:
The pt was a female admitted with dissection of her vertebral artery. She was comatose after surgical correction and received an icy catheter. She developed a dvt in her calf 4 days later and was given heparin. Two days later, she dropped her hb and blood pressure. She exhibited emesis and signs of bowel obstruction. A retroperitoneal hemorrhage was detected on CT. The tip of the catheter was suprarenal and intraluminal and a large inferior vena caval thrombus surrounded the catheter but did not extend downward into the femoral vein. The bulk of the retroperitoneal hematoma, and presumably the source area of hemorrhage was not at the tip of the catheter. The pt was transfused two more units of blood. A vascular surgeon was consulted but no surgical intervention was ever required. The saline balloons were deflated that evening. The blood pressure and hemoglobin remained stable without pressor support. The catheter was slowly removed uneventfully the following morning. The pt is alive, tolerating tube feed nutrition and underwent placement of a ventriculoperitoneal shunt the other day. She is awake and following commands. No active hemorrhage since.

Manufacturer narrative:
The device was not returned for analysis. There was no allegation made of a specific device component or sub-assembly failure. Deep venous thrombosis is a recognized complication of the insertion of any central line and is covered in the instructions for use of the device. The added complication of a retro-peritoneal hemorrhage is very uncommon. The icy catheter is labeled for 4 days insertion time. The narrative supplied by the physician involved describes insertion of the catheter, with diagnosis of a calf deep venous thrombosis (day 4) that was treated with heparin. Subsequent to this a retro-peritoneal hemorrhage (rph) was diagnosed (day 6). The following observations are made. Initial perforation of the ivc at insertion is possible however, the delay in the appearance of the rph makes this less likely even given the introduction of heparin four days after insertion. Later erosion by the catheter is possible. However, the CT did not show the tip of the catheter to be involved and the catheter was described as being intra-luminal. The hemorrhage may have been spontaneous. Heparin induced spontaneous rph is uncommon but is documented. The pt presented with a vertebral artery aneurysm at a relatively young age. It is possible that the pt's underlying disease state is segmental arterial mediolysis which presents as arterial vessel disease of the splanchnic and cerebral vascular tree. Spontaneous rph is documented in this condition. A response from the physician as to this possibility has been requested. In all but one of the above, there appears to be a rare interaction between a known complication of the use of the device (the dvt) and its treatment, the heparin.